Manufacturer narrative:
(B)(4).

Event description:
The physician was placing a lead in the cs branch vein using an angiographic wire. While retracting the wire from the lead, the wire got stuck and could not be withdrawn. The wire and the lead were removed from the patient. The physician attempted to remove the wire in vitro using force however the wire could not be removed from the lead. The procedure was completed using a new lead. No patient injury reported.

Manufacturer narrative:
Evaluation summary: the wire was returned stuck in the lead. There was a large amount of blood ingress in the lumen during the attempted implant, and it is likely that the guidewire became stuck when the blood dried, preventing any further movement of the guide wire. The guide wire could not be removed during analysis without destructive analysis being performed. Destructive analysis was not performed at this time and the guide wire was not removed. The wire returned stuck in the lead was identified as a lv zinger guide wire (B)(4) lot# g15a04863 and not a 0.035inch angiographic wire as initially reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.